Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the system was saying localizer not connected then two beeps occurred and the camera would boot back up. This occurred 5 times before the manufacturer representative (rep) was contacted for troubleshooting. The rep talked them through bypassing the ethernet cable from the injector straight into the back of the camera and the issue was resolved. There was a patient involved. It was unknown if there was a surgical delay. Additional information was received. It was reported that there was as 45 minute delay, this occurred during a cranial resection, and there was no impact to the patient's outcome.

Manufacturer narrative:
Continuation of concomitant medical products: other relevant device(s) are: product ID: 9735843. Product ID: 9735798. Product ID: 9735783. Product ID: 9735999. Product ID: 9735821r, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed a software failure and the system still showed low performance error and had choppy navigation. A rep installed poei and and o-ring network switch, but it did not resolve the issue. The ssd was replaced, but the issue remained. Analysis was completed on the returned positioning sensor unit (psu) and it powered up on the bench test without issue. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2022. Tracking was very choppy during an accuracy test (aak) and was not able to complete the test. It was noted that this psu had not been previously returned for a failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: product ID: 9735798r and 9735783r were returned to the manufacturer and underwent analysis. Both returned parts passed all te sting and were fully functional. Applicable codes are b01, c19, and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.